Event description:
Baxter reported there was a miss-spike due to a bent port. The date of how long the set was in use is unknown. There was no patient injury or medical intervention associated with this incident .

Manufacturer narrative:
Additional manufacturer narrative; the initial medwatch report is being redacted. The reported event has not been associated with any serious injury or death within the last twenty four months. Renal products surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.